Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017 she experienced amnesia ("memory loss"), disturbance in attention ("attention problems"), fatigue ("chronic fatigue"), emotional distress ("emotional exhaustion"), depressed mood ("moral exhaustion"), visual impairment ("significant and sudden deterioration of vision"), hair growth rate abnormal ("cessation of hair growth"), depression ("depression"), insomnia ("insomnia"), arrhythmia ("heart rhythm disorders"), hyperhidrosis ("excessive sweating"), feeling abnormal ("feeling weighed down and permanently in the fog") and brain fog ("feeling weighed down and permanently in the fog") and was found to have weight increased ("weight gain"). On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (resection of uterus and fallopian tubes). At the time of the report, the amnesia, disturbance in attention, fatigue, emotional distress, depressed mood, hair growth rate abnormal, depression, insomnia, arrhythmia, hyperhidrosis, feeling abnormal and brain fog had resolved and the weight increased and visual impairment had not resolved. The outcome of medical device removal was unknown. No causality assessment was received for essure with regard to amnesia, disturbance in attention, fatigue, emotional distress, depressed mood, weight increased, visual impairment, hair growth rate abnormal, depression, insomnia, arrhythmia, hyperhidrosis, feeling abnormal, brain fog or medical device removal. The reporter commented: resection of uterus and fallopian tubes, which had been healthy before insertion; ovaries left intact. General condition enormously improved, no more feeling of being weighed down and in the fog, everything has returned except vision and weight. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 18-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In 2017 she experienced amnesia ("memory loss"), disturbance in attention ("attention problems"), fatigue ("chronic fatigue"), emotional distress ("emotional exhaustion"), depressed mood ("moral exhaustion"), visual impairment ("significant and sudden deterioration of vision"), hair growth rate abnormal ("cessation of hair growth"), depression ("depression"), insomnia ("insomnia"), arrhythmia ("heart rhythm disorders"), hyperhidrosis ("excessive sweating"), feeling abnormal ("feeling weighed down and permanently in the fog") and brain fog ("feeling weighed down and permanently in the fog") and was found to have weight increased ("weight gain"). On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (resection of uterus and fallopian tubes). At the time of the report, the amnesia, disturbance in attention, fatigue, emotional distress, depressed mood, hair growth rate abnormal, depression, insomnia, arrhythmia, hyperhidrosis, feeling abnormal and brain fog had resolved and the weight increased and visual impairment had not resolved. The outcome of medical device removal was unknown. No causality assessment was received for essure with regard to amnesia, disturbance in attention, fatigue, emotional distress, depressed mood, weight increased, visual impairment, hair growth rate abnormal, depression, insomnia, arrhythmia, hyperhidrosis, feeling abnormal, brain fog or medical device removal. The reporter commented: resection of uterus and fallopian tubes, which had been healthy before insertion; ovaries left intact. General condition enormously improved, no more feeling of being weighed down and in the fog, everything has returned except vision and weight. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.